Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, a catheter was received. The tube was found kinked at eighty two cm from the tip of the catheter. The test guide wire went through the catheter till the metal gear wheel. The aspiration test was performed, and slightly lower aspiration level than nominal was achieved. A clear root cause could not be identified but a damaged helix / tube represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. It was reported that the motor was activated, but the catheter allegedly could not rotate properly and there was an abnormal noise upon inspection which likely occurred prior to use. There was no reported patient injury.